Manufacturer narrative:
(B)(4).

Event description:
An aneurx and endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported and the aortic neck was short and angulated. It was reported that the endurant cuff and another manufacturer's cuff as well as the aneurx bifurcated stent graft were found to have separated; therefore, the physician placed a 32/14/102 endurant aui. The physician performed a fem-fem bypass. It was also noted that during the procedure the thumb wheel of the endurant aui fell off; however, this did not affect the procedure. It is unknown if the delivery system is available for return. No clinical sequelae were reported and the patient is fine.